Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 2dlf (2d long film) was disabled on the image acquisition system (ias).  No patient was present when the issue was identified.